Event description:
Related manufacturer reference number: 2017865-2025-1004001. It was reported a patient presented in the emergency department with bradycardia. The patient's right ventricular (rv) lead had high capture thresholds. The patient's atrial lead had p-wave amplitude variation and low pacing impedance. This was addressed in a procedure on (B)(6) 2025, where the rv lead was revised and reimplanted and the atrial lead helix failed to extend so it was explanted and replaced. Post-procedure the patient was stable.